Manufacturer narrative:
Date sent to FDA: 08/17/2018 ethicon MDR summary reporting exemption e2013037 reporting period june 1, 2017 through july 31, 2017 supplemental 06 - attachment: [08-31-2017 otp supplemental 06.xlsx]

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. If the device or further details are received at the later date a supplemental medwatch will be sent. E2013037. Total number of events ¿ (B)(4). Gynecare prolift +m anterior pelvic floor repair system ¿ (B)(4). Gynecare prolift +m pelvic floor repair system ¿(B)(4). Gynecare prolift +m posterior pelvic floor repair system ¿ (B)(4). Gynecare prolift +m total pelvic floor repair system ¿ (B)(4). Gynecare prolift anterior pelvic floor repair system ¿ (B)(4). Gynecare prolift pelvic floor repair system ¿ (B)(4). Gynecare prolift posterior pelvic floor repair system ¿ (B)(4). Gynecare prolift total pelvic floor repair system ¿ (B)(4). Gynecare prosima pelvic floor repair system ¿ (B)(4)..

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6)2008 and the mesh was implanted. Following the procedure, the patient experienced pain and erosion and underwent revision procedures. No further information is available.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2017 through july 31, 2017.

Manufacturer narrative:
Date sent to FDA: 2/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2017 through july 31, 2017.

Manufacturer narrative:
Date sent to FDA: 4/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2017 through july 31, 2017.

Manufacturer narrative:
Date sent to the FDA: 12/19/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2017 through july 31, 2017.

Manufacturer narrative:
Date sent to the FDA: 02/19/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2017 through july 31, 2017.

Manufacturer narrative:
Date sent to FDA: 04/19/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2017 through july 31, 2017.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2017 through (B)(4) 2017.

Manufacturer narrative:
Date sent to FDA: 06/23/2018 ethicon MDR summary reporting exemption e2013037 reporting period june 1, 2017 through july 31, 2017 supplemental 05 - attachment: [08-31-2017 otp supplemental 05.xlsx]

Manufacturer narrative:
Date sent to FDA: 02/22/2018 ethicon MDR summary reporting exemption e2013037 reporting period june 1, 2017 through july 31, 2017 supplemental 03 - attachment: [08-31-2017 otp supplemental 03.xlsx]

Manufacturer narrative:
Date sent to the FDA: 10/25/2017 ethicon MDR summary reporting exemption e2013037 reporting period june 1, 2017 through july 31, 2017 supplemental 01 - attachment: [08-31-2017 otp supplemental 01.xlsx]

Manufacturer narrative:
Date sent to the FDA: 12/28/2017 ethicon MDR summary reporting exemption e2013037 reporting period june 1, 2017 through july 31, 2017 supplemental 02 - attachment: [08-31-2017 otp supplemental 02.xlsx]

Manufacturer narrative:
Date sent to FDA: 04/12/2018 ethicon MDR summary reporting exemption e2013037 reporting period june 1, 2017 through july 31, 2017 supplemental 04 - attachment: [08-31-2017 otp supplemental 04.xlsx]